Manufacturer narrative:
(B)(4). G2: foreign, event occurred in portugal. The customer has indicated that the product will not be returned to zimmer biomet for investigation as the product was not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the packaging had been breached and sterility was compromised. There was no patient involvement. Attempts have been made and no further information has been provided.